Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated to have fell yesterday and one of their leads came out of place. Patient was on water pills and is not sure on how to rate evaluation at this time. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.